Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600 mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. Ran a fixed prime and high pressure test and they passed. It was stated that the time on the insulin pump was incorrect. It was stated that the customer changed the infusion set to solve the issue. No further information was provided.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.